Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, the customer was having issues with the sensor. She stated that during the night the insulin pump was "going off" all night and the lowest the customer blood glucose was 79 mg/dl. The sensor reading was 48 mg/dl. It is unclear if the customer's mother meant the device alarmed low predict alarm or it kept going into threshold suspend. Troubleshooting was performed and customer's mother was advised how to properly calibrate the sensor. Customer's mother was advised to upload the device into carelink to better assist with what issues were going on. The sensor is not being returned for analysis.